Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin was squirting out during prime process. Customer's blood glucose level was unknown. Customer stated that they are not able to exit the preparing to prime loop. Customer stated that they did not receive second series of beeps nor did numbers appear on the screen. Troubleshooting was performed. Insulin pump will be returned for analysis.

Manufacturer narrative:
Device received unable to perform all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify prime or fill anomalies and audio or vibrate anomalies due to completely broken reservoir tube lip.